Event description:
It was reported that the patient experienced difficulty and frequent charging of the implantable pulse generator (ipg). The patient also experienced difficulty communicating between the remote control and ipg. The patient underwent an explant procedure. The explanted device was discarded per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a day before the manufacturer was made aware.